Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a single patient sample when tested on a vitros 5600 integrated system, when compared to a result obtained from a non-vitros siemens centaur test system. Based on historical quality control results, a vitros tsh lot 5710 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5710. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. In addition, pre-analytical sample processing could be ruled out as a contributing factor, as it was established the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. The likely assignable cause for the lower than expected vitros tsh result is the presence of biotin in the affected patient sample. The patient was taking the supplement keraglo men which contains 10mg of biotin per tablet. In july 2018, ortho issued a customer communication (cl2018-149) to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 g/dl). A definitive assignable cause could not be determined.

Event description:
A customer obtained a lower than expected vitros tsh result from a single patient sample when tested on a vitros 5600 integrated system, when compared to a result obtained from a non-vitros siemens centaur test system. Patient sample result of 0.145 miu/l (hyperthyroid) vs. The expected results of 2.31 miu/l (euthyroid). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros tsh result was not reported outside of the laboratory. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).